Manufacturer narrative:
Pump serial numbers: (B)(4).

Event description:
Quarterly summary report for alleged touchscreen damage: it was reported that the pump touchscreen was cracked/shattered/scratched and the cause was unknown. Customer(s) continued to use the pump for insulin therapy or reverted to alternate insulin therapy to address the issue. There was no adverse effect.